Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the technical support team instructed the caller to perform several technical steps, including disconnecting the tubing, tightening the connection, and delivering boluses. Despite recurring occlusion alarms, these steps eventually led to successfully completing a bolus, after which the customer was advised to replace supplies and resume insulin usage. Technical support arranged for follow-up assistance as needed.